Manufacturer narrative:
Initial.

Event description:
It was reported that a user connected a new dexcom g7 continuous glucose monitor (cgm) that initially worked, then experienced a sensor reconnecting alert followed by a pairing failed message to the ilet; support advised toggling settings, re-entering the sensor code, and waiting for readings to resume, which aligns with an intermittent communication failure associated with the antenna/electrical communication components. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem identified between the g7 sensor and the ilet with intermittent communication failure involving the antenna component and electrical/magnetic communication pathway. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.